Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor broken in half broken part still attached to tubing. It was unable to confirm if the customer received sensor damage due to it being returned opened/used.

Event description:
Customer's mother reported via phone call that the transmitter was not blinking when connected to the sensor and she received a lost sensor alert. During troubleshooting, the transmitter was tested and it was functioning but the light would not blink once connected to the sensor. Blood glucose value was 209 mg/dl. Mother was advised that the customer removed the sensor. It was found that the wire was very small and the cannula was bent. The sensor was replaced and returned for analysis.